Manufacturer narrative:
Device evaluation: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2018-05797 for the patient¿s previous report of gastrointestinal (gi) bleed. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2018 with complaints of bright red blood per rectum. Upon waking on (B)(6) 2018, the patient had 2 bowel movements with enough bright red blood to turn the water red and blood was present in stool. The patient reportedly felt fine but experienced some light headedness. At the time of the event, the patient was prescribed the anticoagulant warfarin. The patient was admitted. A colonoscopy was performed on (B)(6) 2018 which revealed multiple small and large-mouthed diverticula in the distal descending colon. A benign-appearing intrinsic severe stenosis was found in the distal descending colon. Grade ii internal hemorrhoids were found during retroflexion. A small bowel enteroscopy was also performed that day and found gastritis and non-bleeding gastric ulcer. The patient¿s vital signs were monitored and the patient did not require blood transfusion. The plan of care was to monitor hemoglobin & hematocrit (h&h) and encourage daily metamucil. The patient remained off aspirin (asa), with inr checks. The gastrointestinal (gi) bleed reportedly resolved on (B)(6) 2018. The patient had been discharged from multiple gi bleeds on (B)(6) 2018. The patient¿s usual presentation was melena; however, this event was different.